Manufacturer narrative:
E1: customer name and address: phone: (B)(6); postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, in the middle of an unknown procedure, the side port separated from a flexor balkin guiding sheath's hub, leaving an open hole. Access was obtained in the common femoral artery to target the iliac bifurcation. The anatomy was not scarred, tortuous, or calcified, and resistance was not encountered upon insertion or removal of the sheath. An unspecified standard access wire and selective catheter were also used during the procedure. The side port separated when the sheath was in the patient, without anything in the sheath lumen. Although the user intended to leave the sheath in place for administration of heparin and thrombolytics, the sheath was removed immediately after the side port separated. Nothing remained in the patient, and there was no harm to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, in the middle of an unknown procedure, the side port separated from a flexor balkin guiding sheath¿s hub, leaving an open hole. Access was obtained in the common femoral artery to target the iliac bifurcation. The anatomy was not scarred, tortuous, or calcified, and resistance was not encountered upon insertion or removal of the sheath. An unspecified standard access wire and selective catheter were also used during the procedure. The side port separated when the sheath was in the patient, without anything in the sheath lumen. Although the user intended to leave the sheath in place for administration of heparin and thrombolytics, the sheath was removed immediately after the side port separated. Nothing remained in the patient, and there was no harm to the patient. Additional information was received 24oct2024. The procedure involved stent placement within the left iliac and superficial femoral arteries. It is unknown if a power injector was used, what was attached to the side-port, and what was infused through the side-port. The procedure was reportedly delayed while the complaint device was exchanged for a new sheath, which was used to successfully complete the procedure. The patient did not require treatment for blood loss. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: h6 (annex g) additional information: b5 investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The connecting tube was detached from the hub side-arm. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional relevant complaints for this lot number. A supplier investigation was requested for the affected component. The supplier reviewed manufacturing and quality control instructions, finding that the complaint device was within parameters and passed all inspections. The supplier noted evidence of adhesive on the clear tubing and therefore concluded that the affected component was manufactured to specification. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, supplier investigation, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to the design or manufacturing of the device, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24oct2024. The procedure involved stent placement within the left iliac and superficial femoral arteries. It is unknown if a power injector was used, what was attached to the side-port, and what was infused through the side-port. The procedure was reportedly delayed while the complaint device was exchanged for a new sheath, which was used to successfully complete the procedure. The patient did not require treatment for blood loss. The patient did not require any additional procedures or experience any adverse effects due to this event.